Event description:
It was reported that the lead was attempted for implant, but it was unable to stay in place. The lead was not implanted and a second lead was attempted. The second lead was unable to be positioned and also did not stay in place. The second lead was also not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).